Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon reported gas leaking from the device when using a 5mm grasper through the trocar. More leaking occurred when downwards pressure was applied on the universal seal. Procedure was finished with the same trocar then it was discarded. There were no adverse consequences for the patient.